Event description:
It was reported that the handpiece was experiencing run-on prior to the start of a surgical procedure. The procedure was completed with a backup. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the rotor stuck in the motor. Those parts were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.